Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-05624 and MDR ID# 2134265-2015-05623. It was reported that balloon seeding occurred. Vascular access was obtained via the right femoral artery. Coronary angiography revealed mild nonobstructive disease on the left and ostial subtotal occlusion of the rca with collateral circulation from the left system. A 6f jr4 guiding catheter was advanced which provided adequate fit but marginal support. A marker wire was advanced; however, would not negotiate the calcific tortuosity in the mid vessel. A non-bsc guide wire was then taken and placed distally. Attempts were made to pre-dilate the ostium with a 3.5x8mm emerge balloon catheter; however, this seeded proximally on inflation and could not be readvanced after being winged. A 2.5x12mm balloon was then advanced and deployed to 14 atms. The previously taken 3.5x8mm emerge balloon catheter was then readvanced but still would not recross. A fresh 3.5x 12mm emerge balloon catheter was used in multiple inflations to a maximum of 18 atms. An attempt was made to advance a 4x12mm promus premier stent; however, this would not advance. The lesion was again pre-dilated with a 3.5x12 mm nc emerge balloon to 6 atms. The balloon expanded well and the lesion appeared well dilated. The stent was readvanced; however, this again snagged within the lesion likely on calcium and could not be withdrawn. The balloon was stripped from the stent. Attempts were made to snare the wire and stent with a non-bsc snare; however, the snare separated. A 1.5x8mm balloon was advanced through the center lumen of the undeployed stent in an attempt to withdraw it; however, the stent began to expand. It was positioned in an adequate location and it was elected to deploy this sequentially in this location. It was dilated sequentially with a 1.5x8mm emerge compliant balloon, subsequently a 2.0x12mm and a 2.5x12mm noncompliant balloon. Further attempts were made to sequentially inflate this with a 3.0 and subsequently a 4.0 noncompliant balloon up to 26 atms. This gave adequate results at the ostium; however, the proximal aspect of the vessel had been pre-dilated but not covered with the stent. Guide support remained very limited. An attempt was made to advance a stent to cover the more distal proximal lesion which had been ballooned but not stented. The guide support was not adequate to advance the stent. A non-bsc guide extension catheter was used; however, this was not helpful due to the downward takeoff of the vessel. The guide support was removed. A non-bsc guide catheter was then readvanced which seated at the ostium however was not stable in position. Attempts were made with the previously taken non-bsc guide extension catheter to stabilize the non-bsc guide catheter; however, this was also unsuccessful. The non-bsc guide catheter was exchanged for a shorter non-bsc guide catheter which provided better fit but marginal support. The previously taken non-bsc guide wire was then placed in the distal vessel. Another non-bsc wire was used for buddy wire support. A 4.0x12mm promus premier stent again did not advance due to dragging on the ostial stent struts. The struts were further post dilated sequentially with a 2.0x12mm emerge balloon and a 3.0x12mm noncompliant emerge balloon up to 24 atms. It was felt that guide support was now more adequate and the lesion had been adequately prepared. The 4.0 balloon advanced freely in the proximal vessel. Careful consideration was given to termination of the procedure with a good angiographic result; however, the proximal vessel still had a balloon only treated segment and given the extreme challenges of interventions at this point and difficulty of obtaining correct wire placement through the true center lumen with the projecting stent from the ostium, it was elected to attempt to re-advance the previously undeployed 4.0 x 12 mm promus premier stent. Despite a very adequately prepared ostium, the stent again became stuck and stripped from the balloon despite minimal manipulation. The location was not amenable to snaring. An attempt was made again to advance a 1.5x10mm compliant balloon through the lumen with the intent of deploying distally and withdrawing the stent; however, the balloon would not cross. A 2.5x12mm non-bsc balloon was advanced on the other wire beside the undeployed stent. The balloon was inflated distally again and withdrawn while inflated with the attempt to drag the stent proximally. It withdrew successfully several millimeters but again became enmeshed in the previously deployed stent. It was then elected to fully deploy the balloon and crush the stent laterally in place. The balloon was deployed to 14 atms. A fresh 4.0x12mm noncompliant balloon was deployed in multiple inflations in the ostium up to 26 atms. The stent was adequately crushed and anchored. It was elected not to deploy any further stents. The lumen was widely patent with good expansion and no other apparent complications. It was elected to accept the results at this point. The wires were withdrawn and closing images were obtained. The guiding catheter was removed over a wire. The sheath was sutured in place. The patient was returned to the inpatient room in stable condition without any immediate complications.